Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7436, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v194784, implanted: 2009 (B)(6); product type lead product ID 3387s-40, lot# v194784, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that about three years ago, the patient had a large bump on her head that popped and leaked fluid all over her face. She went to a medical facility that told her she needed to go to the hospital. The patient was transferred to a hospital where it was determined she had an infection from the system and it needed to be removed. The exact cause of the infection was unknown to the manufacturer representative (rep) or patient. The system was thus explanted. The cause of the infection and patient outcome were unknown, so additional information was requested. If additional information is received a supplemental report will be sent.